Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the lead had high thresholds which were attributed to an anatomy issue. The lead was removed and replaced. No patient complications have been reported as a result of this event.